Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The complaint device was discarded and is not available for physical evaluation. The reported complaint cannot be confirmed and a root cause the reported device failure cannot be determined. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed two other similar complaint devices for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
The affiliate reported via email during a shoulder arthroscopy, the device was working fine and then suction not functioning - intermittent. According to the surgeon this occasionally happens when tissue gets sucked into tip but normally burns away. This didn't occur this time and it was unexplainable. He said it has occurred over the past month more than a few times. Obviously with different devices. Jnj rep was not present for this case. Device was discarded. Additional information received via email from the affiliate on 10-30-2017. There were no resulting surgical delays. The procedure was able to be completed, outcome was satisfactory. Alternatives were readily available. No patient impact. Can the surgeon provide the dates and details on the past failures if they have not been reported? ¿ a previous case had been logged ¿ (B)(4).